Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked battery tube threads, reservoir tube and reservoir tube lip.

Event description:
It was reported that the insulin pump is malfunctioning. Caller stated that the insulin pump delivered insulin that it was not programmed and the unit is not recording in history records the amount of insulin that it has delivered. Nothing further was reported.